Manufacturer narrative:
The pump powered up properly after battery installation. No blank display or missing segments/partial display noted. The pump was received with a detached end cap and missing keypad overlay. Unable to perform the operating currents or functional testing or verify the backlight function due to the missing keypad overlay. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 130 mg/dl. The customer stated all the buttons are gone and pump won't light up and is blank all due to pump falling. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.